Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images in the word file attached in the notes & attachments section of pc titled "(B)(4)". The images were reviewed, and the complaint condition is not confirmed. The tfna lag screw appears to be in good condition and does not show any signs of breakage or deformation. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. Part/lot combination is not provided, therefore the DHR could not be completed. If the device is returned or the lot number is provided the DHR will be revisited. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part/lot combination is not provided, therefore the DHR could not be completed. If the device is returned or the lot number is provided the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable.

Manufacturer narrative:
This report is for an unknown tfna lag screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a subtrochanteric nonunion. An exchange was made with grafting after compressing and plating. Radiographic and clinic progress was looking great until she rebroke. The proximal screw, nail, and plate removal were performed without event. During the distal nail removal downward tapping, vice grip back-slapping, distal finger extraction, thin osteotomes, and breaking the hip revision vice-grip slap hammer were attempted. A clamshell osteotomy was attempted and when it nearly spanned, the femur the nail gave. The osteotomy proceeded with a sequential cable fixation to close the osteotomy. The lateral periprosthetic femur plate was used to neutralize the femur and reattach the trochanter. The proximal trochanter screw was disengaged which allowed making a proximal neck cut, the head and ligamentum teres were removed and the head was sized. The patient outcome was unknown. This report is for one (1) unknown trochanteric fixation nail advanced (tfna) lag screw. This is report 2 of 5 for (B)(4).